Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Moisture damage was found on the motor assembly. No unexpected audio/beep anomaly after a good battery was inserted. Unable to perform the functional tests, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart and all operating measurements due to the blank display. The pump was received with minor scratches on the display window, a cracked reservoir tube lip, cracked battery tube threads and a cracked end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was 60mg/dl at the time of incident. The customer was assisted with troubleshooting but the display did not return and troubleshooting found and unexpected restart alarm as well. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.